Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Enduser states she has had issues with it right away, as she stated that the unit runs for a few seconds, usually puts out a puff of air and then shuts off, and there are no alarms.